Event description:
It was reported that this pacemaker device exhibited, noise, oversensing, pacing inhibition, and high thresholds 1.8v@1.0ms. The pacing impedance measurements were within normal range. The patient reported having a syncope episode with no loss of consciousness. The patient was advised to follow up in the clinic in the near future. A technical service (ts) consultant reviewed the data, and provided recommendations for further troubleshooting recommendations. No adverse patient effects were reported. Device remains implanted. New information was received, the patient was in the clinic for an office visit. Isometric exercises were performed, low level of noise was present on the rv lead, but no oversensing. The patient was asked to do deep breathing exercises, and this caused higher amplitude noise and oversensing in only the supine posture. High noise amplitude measured at 1.1mv. The physician programmed the sensitivity to 1.5mv. No additional noise or oversensing was seen. The physician will monitor the patient closely through the home monitor system. The device remains implanted. No adverse patient effects were observed.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.